Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 29mm portico valve was successfully implanted. On (B)(6) 2022, it was reported that the patient passed away. The death was related to the procedure and patient comorbidities (mitral valve insufficiency/ regurgitation, low ejection fraction, right sided heart issues, respiratory issues). The cause of the death was noted as multiorgan failure and metabolic acidosis. No additional information was provided.

Manufacturer narrative:
An event of patient death after the 3 days of the portico valve being implanted was reported. Information from the field indicated that the patient had a medical history of (mitral valve insufficiency/ regurgitation, low ejection fraction, right-sided heart issues, and respiratory issues). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the reported death was due to patient comorbidities, multiorgan failure, and metabolic acidosis and not with the functioning of the abbott device.